Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through psr on 15/oct/2016. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation was due to deflation. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, opening anterior . Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge due to an unidentified (tear) opening.

Event description:
Patient reported a right side "leak. " device has been explanted.